Event description:
On (B)(6) 2025 the customer reported non-repeatable erroneously elevated hstni (access high sensitivity troponin I, part number b52699 and lot number 538766) results were generated for one patient on the customer's access 2 immunoassay analyzer, part number 81600n and serial number (s/n) (B)(6). On (B)(6) 2025, the initial hstni patient result was 182.905 pg/ml. The result was reported out of the laboratory. The customer repeated the sample twice on an alternate access 2 analyzer s/n (B)(6) and the results were at 5.373 pg/ml and 5.864 pg/ml. The patient was redrawn and the new sample was tested with results around 6-7 on both analyzers. On (B)(6) 2025, the initial sample was repeated on access 2 s/n (B)(6) and the result was 105.316 pg/ml. The sample was rerun after new centrifugation on (B)(6) 2025, the result was 5.738 pg/ml on access 2 s/n (B)(6). The sample was also diluted at 1:2 and the result was 3.085 pg/ml (6.17 pg/ml), and then diluted at 1:4 and result was <2.000 pg/ml. The patient was prescribed lovenox injection based upon the initial false high access result (182.905 pg/ml). No further change in treatment and no further harm to the patient was reported there were no hardware errors or issues with other assays reported in conjunction with this event. System check data obtained before the event not provided. Calibration passed on (B)(6) 2025 with reagent lot 538766 and calibrator lot 538097. Quality control (qc) was passing within the laboratory¿s established ranges. There was no evidence to suggest carryover as the customer did not report running a sample of high troponin concentration prior to the questioned results. The sample was reported to be hemolyzed and customer reported that the sample looked "thick". No further issues with any sample integrity were reported by the customer. A customer technical support (cts) assisted the customer over the phone on (B)(6) 2025.

Manufacturer narrative:
A1: the full patient identifier is (B)(4). A2, a4 and a5: the customer did not supply patient demographics such as date of birth, weight, ethnicity or race. H3 and h6: the access high sensitivity troponin I reagent was not returned for evaluation. No hardware errors or other assay issues were reported in conjunction with this event. No other patient results were called into question. The sample was reported to be hemolyzed and customer reported that the sample looked "thick". Customer technical support (cts) assisted the customer over the phone on (B)(6) 2025. The weekly maintenance was completed and passed on (B)(6) 2025. System check passed on (B)(6) 2025. The customer was requested to complete hardware verification by running a precision study using quality control (qc) low level. Precision study results were within the imprecision of the hstni assay. No hardware performance issue was highlighted. The customer did not report further concern with the hstni assay. In conclusion, although a preanalytical sample handling issue is suspected, a definitive cause of this event cannot be determined with the available information. There is no evidence to reasonably suggest that a malfunction occurred in conjunction with this event.